Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. H6: appropriate term / code not available (e2402) utilized to capture infection (e19). Additional information: a2, b7, d3. Additional b5 narrative: it was reported that the patient experienced infection following the surgery. Date sent to the FDA: (B)(6) 2021. Corrected information: a1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2011 during which the surgeon noted a moderate amount of indurate tissue all about the mesh. He then completely excised any identifiable piece of mesh from the peritoneal cavity and subcutaneous tissue as well as fascia. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information is provided.